Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Tip of needle broke off but was found and retrieved. For the second pc, tip broke off but was not found. Doctor said that tip is too small to be a concern were x-rays taken to locate the needle piece(s)? No xrays taken. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Second pc of broken needle was not found. Was there any additional tissue damage as a result of searching for the needle piece? No additional tissue damage.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. During suturing the uterus, the tip of the needle broke off and it was not found. It was also reported that x-ray was not taken. There was no additional tissue damage as a result of searching. The doctor opines that the tip is too small to be a concern.

Manufacturer narrative:
Unopened/sterile samples were received for evaluation. Needle samples have been subjected to a visual inspection, needle diameter test and ductility test, and all results met the specified quality requirements.